Event description:
Reporter stated the down button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. On the contrary to the customer's allegation of a defective and not responding down button, the check button did not respond to commands during the investigation. There are particles inside the housing of the check button. The particles isolate the area of contact inside the button housing. The other buttons were tested successfully and fulfill the product specifications.